Manufacturer narrative:
Integrip rev shell acet dia54mm press fit clus h grp 2 (180-01-54, 3709792) stem fem od9mm 12/14 collared (164-03-09, 2544465) biolox delta head fem od32mm -3.5mm (170-32-93, 3810720) investigation results- the nv gxl linr is noted to be a recalled device. The cause of the patient¿s condition and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Heterotopic ossification is the presence of bone in soft tissue. There is no mention of device malfunction or wear. These devices are used for treatment not diagnosis.

Event description:
Brief post-op note patient was revised to competitor's femoral head and component. Procedure-right hip revision hip stem anterior approach and heterotopic ossification excision .pre-operative diagnosis: presence of both artificial hip joints. No complications.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right hip replacement surgery on (B)(6) 2015. They subsequently underwent right hip revision surgery on (B)(6) 2020, approximately 5 years 8 months post primary procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.